Event description:
Reporter alleged obtaining a discrepant blood glucose result of 64 mg/dl on the inform system compared back to back with a result of 42 mg/dl on the lab system when testing was performed less than 10 minutes apart. Reporter stated that at a different time, another comparative test of 60 mg/dl was obtained on the same inform system compared back to back with a result of 45 mg/dl on the lab system with 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.